Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient began experiencing a recurrence and worsening of his stress urinary incontinence (sui) in 2023. The physician believed the worsening sui was caused by urethral atrophy. The cuff of the artificial urinary sphincter (aus) device was explanted, and a new smaller cuff was implanted. It was noted that the explanted cuff was tested and no leakage point was found on the cuff. There were no patient complications.